Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient was treated for an abdominal wall abscess on (B)(6) 2010. (B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was used. The patient experienced mesh erosion, adhesions, chronic pain and infection, sepsis, kidney dysfunction and permanent disfigurement following the surgery, and was advised on (B)(6) 2010 that the mesh was involved. He reportedly had multiple follow up surgeries and additional medical treatment. No additional information was provided at this time.